Manufacturer narrative:
(B)(4). The analysis results found that one ligating clip cartridge was received in good visual condition and with only three clips present. In an attempt to replicate the reported incident, the clips were tested for functionality with a test clip applier. Upon functional testing of the device, the instrument loaded, retained and deployed the clips as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a coronary bypass procedure, the nurse and the surgeon reported that the clips jump from the support and rotate (not allowing the correct introduction in the applier). They don't close completely when applied in the vessels (not ensuring hemostasis), and when they close, sometimes they stay twisted. The clip did not close causing a considerable bleeding. They are using new appliers to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.